Event description:
It was further reported that in (B)(6) 2011, the patient was started on 325mg daily dosage of aspirin, 75mg daily dosage of clopidogrel and was discharged from the index hospitalization. In (B)(6) 2011, the patient expired instead of (B)(6) 2011 as previously indicated. During six months follow-up, the site was notified. The patient pass away suddenly after feeling ill. The event was considered fatal. Per the physician's comments, the event of death was considered severe in intensity and unrelated to the study drug.

Manufacturer narrative:
Updates - describe event or problem. Correction: event date, death date corrected from (B)(6) 2011 to (B)(6) 2011. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, a patient death occurred. The patient presented due to dyspnea on exertion and a hollow sensation in chest. The 80 to 90% stenosed and 12mm long target lesion was located in the left internal mammary artery to the mid left anterior descending artery. The target lesion was treated with placement of a 2.5x20mm ion stent, resulting in 0% residual stenosis. The patient was discharged on antiplatelet medication. (B)(6) 2011 - the patient expired at home. The family reports that the cause of death was congestive heart failure but no death certificate has been provided. Clinical follow-up states the patient was taking plavix as of the last visit in (B)(6) 2011.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).